Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer had removed the sensors they realized that the electrode was missing, but it did not stay in the body. The customer¿s blood glucose level was unknown at the time of the incident. The customer had removed 2 sensors because the wait period did not start. When they had connected the transmitter to sensor the green led did not blink. The device will not be returned for analysis.